Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. As a result, the electrode was exposed. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint regarding melted plastic at the tip was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if there was any arcing in the last procedure, unknown what surgical task was being performed and unknown where the arcing originated from. It is unknown what the surgeon thinks may have caused the thermal damage or arcing event. It is unknown if there was any instrument collision. The instrument was inspected prior to use and there was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument appeared to be melting. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.